Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a probable temporal relationship between the episodes of hypoglycemia in this new to pd therapy patient was experiencing (unknown symptomatology) at home and subsequent inpatient hospitalization and fresenius products. The patient is a known diabetic (unknown when diagnosis occurred and if insulin dependent) and it is unknown the strength of deflex solution the patient is currently prescribed. The true etiology and causality of the hypoglycemia is presently unknown but possibly related to the initiation of pd therapy one month ago and use of fresenius products, the pt.¿s baseline glucose levels required possible insulin readjustment as well as additional follow up medical management for proper blood sugar control during ccpd therapy. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact called regarding a treatment question and stated the patient was hospitalized. During follow up the pd nurse stated the patient was hospitalized due to hypoglycemia. The patient was reported to have pre-existing condition of diabetes prior to pd initiation of approximately one month ago. During follow up the pd nurse stated the patient was hospitalized from (B)(6)2017 due to hypoglycemia. The patient has continued pd treatment throughout the hospital stay. The pd nurse stated the patient has recovered from the event and was performing treatment without any further issues.